Event description:
Caller reported damage to pump housing affecting the usb port and pins, which led to issues with charging and caused the pump to shut down. The customer declined to provide information about any impact on blood glucose levels. Technical support arranged for a replacement pump and provided instructions on using a backup therapy to continue insulin delivery.